Event description:
Customer reportedly rec'd results of 61 mg/dl and 380 mg/dl within 10 minutes on the advantage system . No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.